Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported the vitrectomy probe did not work during set up, prior to a procedure. The procedure was cancelled. There was no pt involvement.